Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed a hole/perforation in the balloon kink resistant tubing (krt) a causing fluid loss based on visual and functional testing. The balloon damage is consistent with tool damage. There was a leak in the occlusive cuff shell at the fillet junction causing fluid loss. The cuff/balloon damage is consistent to sharp instrument damage occurring during explant of the device. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified malfunction device. All the components were removed and replaced with a new aus system consisting of a 4.5 cm cuff, a control pump and a 61-70 balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to the patient experienced recurring incontinence. The physician identified holes in the cuff. The patient had a good outcome with no adverse effects.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified malfunction device. All the components were removed and replaced with a new aus system consisting of a 4.5 cm cuff, a control pump and a 61-70 balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to the patient experienced recurring incontinence. The physician identified holes in the cuff. The patient had a good outcome with no adverse effects.